Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's reservoir is causing high blood glucose. Customer then had to change reservoir, now with her second reservoir she continues to have leaks. Customer stated the bottom of reservoir is leaking. Customer's blood glucose was 287mg/dl. Customer stated the location of the leak was in o-rings. The customer stated the leak passed through both o-rings. Customer stated there was an air bubble in the reservoir. Customer stated it smelled like insulin. Advised customer to return reservoir for analysis, customer agreed. The customer also mentioned they were hospitalized. The customer's blood glucose was 300mg/dl.

Manufacturer narrative:
Evaluated one opened/used reservoir, performed visual inspection and failed per inspection. The snap-cap detached and not returned. Evaluated three random sealed reservoirs; inspected reservoirs o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test; reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into pump; reservoirs do not leak and no air bubbles were noted.